Event description:
It was reported that the ventilator¿s air gas module was defective. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.